Manufacturer narrative:
As reported, there was a potential complication with an unknown 6f cordis al1 diagnostic catheter. The patient was scheduled for a transcatheter aortic valve replacement (tavr) and suffered hypotension post valve deployment and was noted to have a left ventricular perforation. It is unknown if the catheter caused the issue, but it was in use at the time. The catheter is not available for evaluation, as it was not retained at the time of procedure. Without the return of the device or images for analysis, it cannot be confirmed if the events ¿perforation¿ and ¿hypotension¿ are related to manufacturing issues. Perforations are known complications and is documented in the IFU as such. Hypotension is also a known complication with multiple underlying causes (hypovolemia/blood loss, medications, vasovagal reaction). Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿procedures requiring percutaneous catheter introduction should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include but are not limited to the following: air embolism, hematoma at the puncture site, infection, perforation of the vessel wall.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventive or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was a potential complication with an unknown 6f cordis al1 diagnostic catheter. The patient was scheduled for a transcatheter aortic valve replacement (tavr) and suffered hypotension post valve deployment and was noted to have a left ventricular perforation. It is unknown if the catheter caused the issue, but it was in use at the time. The catheter is not available, as it was not retained at the time of procedure.